Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient will continue on anticoagulation medication until the next follow up tee examination.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.